Event description:
The tech alleged the brake caster would swivel when pushed from side while in brake mode. No pt impact.

Manufacturer narrative:
The tech replaced the brake caster and the brake detent mechanism to resolve the issue.